Manufacturer narrative:
The device was returned for analysis. The reported ¿no blood flow was observed at the marker lumen¿ was confirmed. Production record and corrective and preventive action (CAPA) reviews were performed and revealed that this event has been deemed to be related to a potential product quality issue. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The reported obstruction of flow was concluded to be related to potential product quality issue due to adhesive obstructing the marker port. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices. Corrections: d1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated. D4 - lot #: updated from 3092941 to 3101641. D4 - expiration date: updated. D4 - primary UDI number: updated. H4 - device mfg date: updated.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported that this was a venotomy closure of the right common femoral vein using a prostyle device after a cardiac ablation interventional procedure using an 8f sheath. Reportedly, there was no blood flow observed from the marker lumen when the prostyle device was advanced and positioned in the vein. An attempt was made with two additional prostyle devices; however, a cuff miss [suture retrieval issue] was noticed with both devices. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.